Event description:
Patient found sitting on the floor between the siderails of his bed with the vest restraint on and tied to the bedframe. Vest restraint pressing on patient's throat causing cyanosis. Blue tie of the restraint tied and stretched across patient's throat. Restraint removed, patient assisted to bed. Patient monitored and oxygen administered. Vest restraint was used according to packaging directions. Event is an inherent risk of using restraints. There was no device failure.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, performance tests performed, visual examination. Results of evaluation: telemetry failure, other, inherent risk of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: inserviced by manufacturer/distributor representative, other. The device was destroyed/disposed of.